Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported an aneurx cuff was placed as a flared limb in a 16x16 aneurx stent graft limb to the left common iliac artery during the index procedure. It was reported that approximately 18 years later the patient presented emergently. An angiogram performed on the same date identified stent graft migration of 25mm below the left renal artery and a distal type ib endoleak on the left side. It was reported the distance from the lowest renal artery to the aneurx bifurcated stent graft flow divider was 49mm. The physician implanted an endurant ii cuff (36/36/49 mm) below the left renal artery but it was noted that the stent graft shortened. It was reported that the physician was concerned with lack of overlap so a non-mdt cuff (36/36/45 mm) cuff was also implanted to connect the two stent graft pieces. The physician also coiled the left hypogastric artery and placed an endurant ii extension limb (16/10/156) to the left external iliac artery. The stent grafts were ballooned and upon final angiogram the endoleak was resolved. Per the physician, the cause of the event was due to the patient being lost to follow up after the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported the endurant ii cuff did not reach the target location due to tortuous anatomy causing the graft to conform to the anatomy and for-shorten. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.